Manufacturer narrative:
Device discarded by customer. The impella 5.0 pump was discarded by the customer therefore a failure analysis investigation cannot be completed.

Event description:
We received a publication from asaio journal 2020, ¿ischemic stroke and intracranial hemorrhages during impella cardiac support¿, case no. 5: acute right occipital and left frontal infarcts in regards to a (B)(6) years old caucasian male patient had impella 5.0 pump inserted in the right axillary was very torturous and difficult. Three days post-implant, computerized tomography (CT) imaging of brain obtained for increased lethargy showed two ischemic infarcts in the right occipital and left frontal lobes. Impella was removed after eight (8) days of support after the patient¿s hemodynamics tolerated the device to be weaned. The patient's condition stabilized but developed pulseless electrical activity cardiac arrest on day 26 of hospitalization.